Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported issues cannot be identified. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the following: there was distal fiber breakage, scratches on the distal edge, loose light guide adapter and outer tube, cracks on the side of the video connector, and the image was out of field view. There was no patient involvement.